Manufacturer narrative:
Product complaint # (B)(4).(B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown urological procedure on an unknown date and suture was used. During the procedure, the clip could not be loaded into the applier properly and the clip did not hold the suture. Another like device was used to complete the procedure. No adverse patient consequences reported. No additional information was provided.